Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Abdulrahman dardeer, ahamed lafir, chitrambika krishnan, saba albassam, yasser hammad, majid alabdulla, hany zaki, nabil shallik. " a case of neural integrity monitor endotracheal tube malfunction: what to blame? Cancelled surgery due to nim tracheal tube malfunction- a case report". Trends in anaesthesia and critical care, 50, 2023, https://doi.org/10.1016/j.tacc.2023.101259. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature article was reviewed regarding a case of neural integrity monitor endotracheal tube malfunction. There was a case of recurrent thyroid papillary carcinoma who needed surgical intervention for the third time, in which a nim tube was used. Patient had recurrence detected and went for surgery. Bilateral neck dissection procedure. Due to the complexity of surgical history and multiple procedures done, and the nature of the patient's profession, the surgical team decided to use nim ett to guide their dissection. The patient was intubated with a size 7.0 mm nim endotracheal tube and properly fixed. When the time came to use it, the monitor showedartifacts. Tube connections were checked but the artifacts persisted. A new monitor was connected to the tube, however, the artifacts were not resolved and therefore another nim ett from the same batch was inserted but the artifacts were still present. As the patient had metal braces, the team thought this might be causing interference. The team decided to abort the procedure, and the patient was advised to remove the retainer if feasible. The first tube that was used, was retained, disinfected, and tested to find out what caused the artifacts. Several tests were done on first ett using dental models with and without braces and all of them showed the same artefacts, suggesting a faulty nim tube. After counselling the patient, she agreed to go for surgery. The last procedure was done using nim ett from another batch, and it went smoothly. The surgery was not cancelled after induction of anaesthesia, but rather after incision and dissection to the point the team needed feedback from nim ett. This had a huge negative impact on the patient as she got a fresh scar with zero outcome.